Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the complained device was not sent in for investigation to our service repair shop in melsungen, gemany. Only the device history log files were available for investigation. During the analyzis of the history log files no flow deviation could be detected. The complaint could not be confirmed. Accoring the analyzis of the history log files no flow deviation or other malfunction could be detected.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in denmark): defect pump, wrong infusion, causing very high blood pressure, up to systolic 270. Eventually, the infusion pump was changed and steady circulation occurred promptly. The blood pressure due to the defective infusion pump, was periodically very high, which may have contributed to the recovery of the bleeding and further two intracerebral haemorrhages.